Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. A device history record review was completed and documented that device met all specifications upon distribution. No actions will be taken at this time. Possible lot numbers are 60045220 and 60007410 : lot: 60045220, device manufacture date: 04/24/2015; expiration date: 04/19/2017 lot: 60007410, device manufacture date: 05/06/2015; expiration date: 05/03/2017.

Event description:
It was reported that the catheter was able to pace right after insertion but became unable to pace during use in the medical ward. The catheter was replaced and the problem was solved. There were no patient complications reported. Further details could not be obtained.